Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable due to an inability to communicate. Surgical intervention took place on (B)(6) 2019 during which the ipg was explanted and replaced. Surgical intervention was successful in solving the issue.